Event description:
It was reported that a patient experienced a cardiac tamponade, hemorrhage and tachycardia. During a pulse field ablation for paroxysmal atrial fibrillation, the versacross connect access solution for faradrive was used for transseptal access. The boston scientific representative noted that the transseptal position was too high on the septum. The physician proceeded with the puncture, and once the sheath entered the left atrium, it was observed that the sheath had slide up even more after the transseptal stick. Left atrial pressure readings were abnormal on repeat measurement. Ice and fluoroscopy images were also inconsistent with expected positioning. The physician removed the versacross connect dilator and wire and advanced the non boston scientific catheter through the faradrive sheath. Non boston scientific mapping system was unable to visualize the catheter or obtain signals. The patient developed tachycardia, and anesthesia was unable to obtain a reliable blood pressure, consistent with cardiac tamponade. Cardiopulmonary resuscitation was initiated, and cardiothoracic (CT) surgery was called. The sheath and non boston scientific catheter was removed, and protamine was administered. CT surgery entered the procedure room and immediately opened patient chest to control/stop the bleeding. The patient was stabilized, intubated, and had a chest tube placed. The patient was hospitalized for continued care. The sheath is unavailable for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.